Event description:
The customer reported, the device failed the mains to applied part pt leakage current (sink) performance verification safety test. This is a testing failure only. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed the mains to applied part pt leakage current (sink) performance verification safety test. This is a testing failure only. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.